Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device displayed an error code "'invalid instrument'' during use, was confirmed. It was found that the 8-way socket assembly was corroded. The defective socket assembly was replaced, the software was updated, and the device was cleaned, newly calibrated, tested and found to be fully functional. Fluid ingress into the system is responsible for the corrosion of the 8-way socket assembly. This would in turn, have caused the device to display the error code. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/19/2015 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in the (B)(6) that the generator device did not function and displayed an unspecified error message. During in-house engineering evaluation, it was determined that the 8-way socket assembly on the device was corroded. There was no procedure nor patient involvement reported. No additional information was provided.